Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did not reproduce the event. However, the possibility that it did occur cannot be ruled out. Additional evaluation findings were as follows: corrosion of electrical contacts on connector, part of the cable had a twist, the head part of the free lock lever had corrosion, there was decreased holding force of the scope mount on the head and the head scope mount had corrosion, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image disappeared on the camera head when touching the base of the camera head connector that connects to the visera elite video system center. The issue was found during inspection before use for a therapeutic ureteral stent replacement procedure. The procedure was completed using a different/similar device. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the indicated phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.